Event description:
The deivce was used with internal paddles during an open heart procedure. The device allegedly failed to either discharge or deliver energy (the reported info was not clear) when the operator attempted to administer a 10 joule then a 20 joule shock to the pt. A backup set of internal paddles were available but not used. The pt self converted. There were no adverse affects to the pt reported as a result of the alleged malfunction.